Manufacturer narrative:
The device evaluation was completed on (B)(6) 2020. It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where a hemostatic valve separation issue occurred. It was reported that the white valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was pulled out. There was bleed back from the sheath when the dilator was removed. The sheath was exchanged and the issue was resolved. The case continued without any further incident. Didn¿t look like it broke more or less got pushed up into the clear section on the hub. No air entered the patient¿s body. Hemodynamics was not compromised (20ml0 of blood lost and no intervention was required). The device was visually inspected and the hemostatic valve was found dislodged into the hub and a kink on the shaft. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and unable to advance the dilator since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001415 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. The root cause shaft kinked cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where a hemostatic valve separation issue occurred. It was reported that the white valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was pulled out. There was bleed back from the sheath when the dilator was removed. The sheath was exchanged and the issue was resolved. The case continued without any further incident. Didn¿t look like it broke more or less got pushed up into the clear section on the hub. No air entered the patient¿s body. Hemodynamics was not compromised (20ml0 of blood lost and no intervention was required). The issue was assessed as a MDR reportable hemostatic valve separation issue.